Manufacturer narrative:
Correction: the correct date of awareness for the initial report was february 10, 2026; not february 13, 2026 as previously reported. The clinic also reported that the patient experienced skin contusion, scabbing and skin breakdown at the magnet site. Hardware exchange attempts were made; however, the issue could not be resolved. The patient was advised to cease device use until the magnet site heals and clinical management of the patient is ongoing.

Event description:
Per the clinic, the patient experienced pain and necrosis at the magnet site. Additional information has been requested but has not been made available as of the date of this report.